Manufacturer narrative:
(B)(4). The device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the device was monitored and functioned properly. No unexpected replace battery now alarms noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issues. The customer's blood glucose value was 9.7 mmol/l. Customer stated batteries only lasted 3 days and time between battery alerts was generally 4 hours. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The device will be returned for analysis.